Event description:
Per the audiologist, "the patient had a skin flap infection and the stimulator/receiver had migrated out of the well". The patient was treated for the infection and a revision surgery was done in 2008 to re-insert the stimulator/receiver back into the pocket. Reportedly, the surgery went well.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.